Manufacturer narrative:
Cancelled as duplicate of tw#: (B)(4) mfg report number. 2249723-2022-02724 revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Cancelled as duplicate of tw# (B)(4) mfg report number. 2249723-2022-02724.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit requires repairs. There was no patient involvement.